Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will c submitted.

Event description:
It was reported that the pump software did not deliver insulin as intended. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On 14 october 2022, the distributor reported the additional information: the pump history was reviewed, and it was determined that the pump software was functioning as intended. This event does not meet MDR requirements as defined by 21 cfr 803.